Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-oct-2016, an fse visited the customer to address the reported event. During servicing, fse replaced the wash probe 2, wash 2 waste valves, and adjusted the overflow sensitivity. All parts were cleaned and lubricated. However, the error continued to occur and fse replaced the probe 2 purge valve, primed, and ran the daily check without any issues. The error returned yet again and fse found the waste tubing line from the waste pumps clogged. Fse cleared the and flushed the tubing and reinstalled the tubing to the waste pumps. However, the error occurred yet again and fse returned to perform sensitivity adjustments, check wiring connections and peform wash primes all without any errors. The error returned and fse found the mechanical plate supporting the probe assemblies to be loose. All of the wash assembly screws were tightened and the sensitivity was reset. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was loose mounting plate interrupting liquid sensing.

Event description:
On (B)(6) 2016, a customer reported error 2232 (bf probe 2 overflow sensor) with their a1a-2000 analyzer. The customer reported that the error had occurred several times but had somehow resolved when troubleshooted by technical support. The next day, the error returned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.